Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend alarm. The customer indicated that the sensor glucose was 150mg/dl and blood glucose was 50 to 166 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions. No low blood glucose troubleshooting was performed. No further assistance was necessary.